Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, patient has come to the practice with the lost healing cap, implant was loose.